Manufacturer narrative:
The root cause of the ¿system self check failure¿ was determined to be power manager corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
It was reported that the automated impella controller (aic) had a system self check error during preparation for use. An attempt was made to restart the device, but the message appeared again, so the device was replaced with another aic.

Manufacturer narrative:
A2 and a4 are unknown. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.